Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone that the customer has been experiencing high blood glucose, 514mg/dl. The customer treated with manual injection. The customer was advised to discontinue use of the pump and revert to back up plan.

Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing including the rewind, self-test, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump had a stripped battery cap and battery cap coin slot, minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked belt clip slot and a partially broken off reservoir tube lip. However, the test reservoir locked properly in the reservoir tube.